Event description:
The customer reported the system intermittently has a rotor error and housing temp error. No patient involved.

Manufacturer narrative:
The service rep verified an intermittent problem with the stator circuit. He ordered a high voltage cable set, thermistor and thermistor cable. The thermistor and thermistor cable was broken during troubleshooting. He received and installed the high voltage cable set. The rep performed function check and this did not resolve the stator not on error, but was in need of replacement. He found a problem with the housing temp sensor connector and was able to tighten that connection and resolve the problem with the rotor circuit. The thermistor and thermistor cable are on back order and will be replaced as soon as they are received. This case is complete.